Event description:
A customer reported that a lumify ultrasound system was not available for a life-saving procedure in an emergency setting. Multiple reboots were required to complete the procedure. There was no patient or user harm associated with this event. Efforts are underway to obtain more information regarding the incident. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed, however there was insufficient information to determine cause of the reported issue. Essential information such as the physical device, logs, or steps to reproduce the issue were not provided.